Event description:
The customer used the device to check their blood glucose and obtained a result of 80 mg/dl. They injected insulin and prepared for breakfast. They began to have hypoglycemic symptoms and drank orange juice mixed with sugar and began to eat. They retested twice and got results of 82 and 105 mg/dl. Their symptoms were the same. They called emergency medical technician and when they arrived they checked pt's glucose at 40 mg/dl. Pt was taken to the hosp and treated with glucose. Level one control was in range on the system. The device was requested to be returned for evaluation.